Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the doctor saw something black on the lens. There was no patient contact reported. Additional information was received and it was learnt that when the doctor was getting ready to insert the lens into the eye, something black was observed on the lens. The customer thinks it might be debris or some sort of particles. The lens was not used and they are unsure where the particle came from or if it was there when the container was opened or came during splashing by the scrub. No further information provided.